Manufacturer narrative:
Product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was experiencing elevated sensing integrity counter (sic) and noise on the pace/sense portion of the lead. The rv lead was reprogrammed and remains in use; however, the patient is scheduled for a lead revision. No patient complications have been reported as a result of this event.